Manufacturer narrative:
No conclusion code available. Final analysis found burn marks on the main pcb.

Event description:
It was reported that failure to power up was observed on the transmitter due to a severe lighting storm. The transmitter was moved to a different outlet but it did not start up. The transmitter was replaced. No further information was provided.